Event description:
It was reported that during a lumbar fusion surgery, it was observed that the attachment device was "seizing up". There was a ten minute delay to the surgical procedure as a result. There was an identical spare device available for use. There were no injuries medical intervention or prolonged hospitalization reported. The patient's outcome post surgical was listed as good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. The device passed all operational specifications. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.